Event description:
It was reported to ge that, while performing installation of the ultrasound unit at the customer site, the application specialist (manufacturer's employee) received a laceration to the left thumb while removing a cover from the unit. The injury required three sutures. The unit was not in clinical operation at the time, and no patient nor customer user personnel were involved in the event.

Manufacturer narrative:
Narrative: prior to receiving a complete report on the extent of injury, an equivalent device from current production was evaluated to better asses the potential injury severity. The components of the device directly contributing to the event were the spring latch which secures the cover and related instructions for opening the cover. It was concluded that, while there was no failure nor malfunction of the device, the potential injury severity would depend on the care and attention of the service person which can be influenced by the written instructions and warnings for the service activity.